Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number.

Event description:
Reporter alleging discrepant inratio values. Patient's therapeutic range 2 - 3. Exact dates of inratio values could not be provided. (B)(6) inratio inr = 1.6. (B)(6) 1/2 inratio inr = 1.8. Few days later lab inr = 2.2. No reported adverse patient sequela.